Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during flexor tenorrhaphy, at the moment of tying, the suture broke. A new suture was used to complete the case. There was no patient injury.